Manufacturer narrative:
(B)(4). Review of lot file b701 was conducted and shows no non-conformances. The following alarms were noted during testing: blood leak alarm at photoactivation, no leaks found and restarted. This lot met all release requirements. Complaint lot review was conducted and there were two other centrifuge bowl leak alarms to date for this lot. The assessment is based on the info available at the time of the investigation. The root cause of the bowl leak could not yet be determined as the product investigation is still pending. (B)(4).

Event description:
Customer is reporting a blood leak. Customer, biomedical engineer, called to report blood leak in centrifuge. Customer stated that end user reported to him a blood leak in the centrifuge, customer stated he checked the kit and did find some fluid on the sides of the instrument as well as fluid leaking from the tubing at the top the centrifuge bowl. Cts asked customer at what point in the treatment procedure the leak occurred. End user of instrument at time of procedure is a nurse. She informed cts that a blood leak alarm occurred at start of the collect phase of cycle 6. Customer stated she noted that when the alarm occurred, the inside of the centrifuge lid had condensation on it. Customer then aborted the procedure and did not return any blood/products to pt. Customer returned kit and data key for investigation.